Event description:
A medtronic ent representative reported that, while in an endoscopic sinus surgery the surgeon alleged a 1cm inaccuracy. The surgeon stated registration was successful using tracer, however, immediately following registration, felt they were inaccurate. The surgeon registered the patient twice more and felt inaccurate each time. The surgeon opted to continue the procedure to completion, with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
No parts have been returned to manufacturer for analysis.

Manufacturer narrative:
An image of the tracer pattern was analyzed and found the tracer technique was not optimal for a successful tracer registration. Upon completion of the software investigation, no software faults or anomalies were found to be the cause of the alleged inaccuracy. A medtronic field representative performed simulated use testing of the system and it passed in all areas, no fault found.